Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device had been offline for four days. Users who had previously registered on the device were able to log in, but the login process was significantly delayed. Users who had not previously logged in were unable to authenticate, as the system would not proceed beyond username entry and was not prompting for a password. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had been offline for four days, with previously registered users experiencing delayed login and new users unable to authenticate, as the system did not prompt for a password after username entry. A field service engineer (fse) logged into care fusion admin, accessed the network administration settings and observed that the network adapter was transmitting and receiving limited data. The local information technology team was engaged and finished setup in internet protocol port and which restored communication, enabled successful data synchronization, and allowed multiple users to log in successfully. The system functioned as intended after field service engineer investigated the device.